Event description:
After 23 months of implantation, this device was removed because the device was reported, by the sales rep, as having no pacing spikes. The sales rep and the physician verified this using an EKG. In addition, the sales rep reported that the impedance was (>) greater than 3k ohms.